Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 intermittent occlusion alarms during basal delivery. After the alarms, the customer resumed insulin delivery immediately. The customer's blood glucose level was near target the target level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.